Manufacturer narrative:
Further information for the implant date was requested but not received.

Event description:
During a remote follow-up, far-field r-wave oversensing and inappropriate automatic mode switch (ams) episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.